Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports during use in ICU, when washing the pt, the catheter migrated out of the pt's vein. The catheter didn't come out completely from the vein; it was still in the vein approx 3cm length. This occurred at the wing suture point. The catheter was being held in place with 2 stitches attached to the pt. The catheter had been in place for approx 24 hours prior to the incident. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.